Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after opening the blue head of the guide wire, the guide wire was stretched out and found twisted in the package. Therefore, it was not used in this patient and replaced with new mst microintroducer kits for subsequent catheter placement operations. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a twisted guidewire was confirmed and it appeared that the wire was caught between the blue tip straightener and the hoop. One 0.018¿ x 35cm guidewire was received in its hoop. The blue tip straightener was received separate from the hoop. An s-shaped bend was observed in the guidewire 1.8cm from the distal tip of the wire. With the guidewire fully inserted into the hoop, the s-shaped curve coincided with the proximal end of the blue tip straightener. A portion of the edge along the proximal end of the blue tip straightener exhibited impressions that match the coils on the guidewire. It appeared that the guidewire was caught between the blue tip straightener and the hoop. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported that after opening the blue head of the guide wire, the guide wire was stretched out and found twisted in the package. Therefore, it was not used in this patient and replaced with new mst microintroducer kits for subsequent catheter placement operations. No other information was provided.